Manufacturer narrative:
The zoll catheter was returned to zoll for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed.

Event description:
As reported during patient use, blood was noted on the orange luer. The issue was observed within a short amount of time after the catheter was placed. It was observed that the orange ports were loose. The catheter was replaced however, after five hours of placement, blood was noted on the suk and the saline bag was noted empty. The catheter was removed. No patient harm or consequence reported on this event.

Manufacturer narrative:
Evaluation of the returned catheter revealed no issue with the catheter. The catheter functioned as intended. Visual inspection of the returned catheter was performed. No abnormalities with the catheter were seen. All lumens flushed as intended. In addition, no catheter kink in the balloons and shaft were noted. Functional testing was performed and the catheter was connected to a pressurized inflation device. Capping the "out" luer and connecting the "in" luer to the pressure inflation device. The catheter was pressurized up to 100 psi and the pressure was observed for one minute without any leak. Historical complaints were reviewed for service information related to the reported complaint and there was one complaint (ccr31272 reported on (B)(6) 2017) reported for catheter with lot number (B)(4).